Manufacturer narrative:
.

Event description:
Procedure type: gyn. According to the reporter, the balloon exploded soon after starting to pump air. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.